Manufacturer narrative:
(B)(4).

Event description:
It was reported that pneumothorax was observed three days post device upgrade procedure. It was mentioned that the upgrade procedure was difficult due to difficulty in finding access on the patient¿s left side. A chest drain was inserted to address pneumothorax before device check. There was increase in atrial threshold and the atrial lead was suspected to be dislodged. Rv lead revision procedure was performed. Atrial lead was tested during procedure and satisfactory values were noted. Atrial lead remained implanted and active. Patient is recovering.